Event description:
It was reported that following the implant of a monarc device the patient experienced "abdominal pain and constipation within a few days...terrible urinary tract infections and constant vaginal burning...especially at nigh[t]." No further patient complications have been reported in relation to this event.